Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No battery out limit alarm was noted and all operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the screen of the insulin pump went blank. The blood glucose reading is unknown. Nothing further reported.